Event description:
Around 11:30pm in 2005 pt in ICU was found to have excessive bleeding from right internal jugular large bore introducer. Pt sustained extended asystolic/pea arrest. Resuscitation lasted over 1 hour and required 13 liters of fluid and 4 units of prbcs. Pt regained pulse and went emergently to the or and then sicu. Pt was removed from life support 4 days later. It was found that the IV line had become disconnected from the introducer.